Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Additionally, it was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 54 mg/dl. The customer received treatment for a fever (specific treatment not provided) and was discharged the same day with the issue resolved and no permanent damage. Reportedly, the customer was using pump supplies beyond labeling. Tandem customer clinical support informed customer that using pump supplies for more than 72 hours is off label per the user guide, customer acknowledged. Recommendation was made to discuss diabetes management with a health care provider. The customer continued to use the pump for insulin therapy.